Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint states: ¿product quality issue: the use of the expired cement on a patient may result in not achieving its full intended purpose.¿ the IFU contains directions not to use the product after the expiration date in the ¿warnings¿ section. The expiry date is printed on the label attached to each layer of packaging for the product (powder bag and foil pack, liquid ampoule and blister pack, unit carton), and on the patient labels provided. There is not enough information supplied to confirm the root cause, however the most likely cause is the process used at the healthcare facility for supplying product to surgical theater, and product not being identified as expired prior to surgery. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 19 nov 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 august 2019. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product quality issue: the use of the expired cement on a patient may result in not achieving its full intended purpose.